Manufacturer narrative:
B3/d10: the event occurred between february 10, 2025 and february 11, 2025. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue; a single air in line alarm was found which was cleared by the user prior to a bag near empty alert. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused medication; the pump was not going on at the drip rate that the pump needed to be administered at. This was observed during patient infusion of acetylcysteine. The drip factor was expected to be 42 gtts/min based on 250ml volume to be infused (vtbi); however, the administration rate was reviewed over 1 hour by the nurse and the drop rate factor was 10 gtts/min. There was no report of patient injury or medical intervention associated with this event. No additional information is available.